Event description:
The customer observed falsely elevated alinity I anti-hbs result generated by the alinity I am processing module for a 47-year-old female patient. The sample was repeated, and a lower result was obtained. The following data was provided: sid 502113247: 11feb2026 alinity I anti-hbs result = 595.44 miu/ml, repeat result = 0.59 miu/ml. Per the alinity I anti-hbs package insert, interpretation of results section, an anti-hbs concentration = 10 miu/ml is regarded as being protective against hepatitis b viral infection. No impact to patient management was reported.

Manufacturer narrative:
The data and information provided by the customer were reviewed and support the complaint issue. A search for similar complaints identified an increase in complaint activity for lot 76183fz00; however, no trends were identified for the alinity I anti-hbs assay (list number 07p89). A review of the device history record did not identify any non-conformances, potential non-conformances or deviations with lot number 76183fz00 and the complaint issue. The overall performance of the alinity I hbs assay was reviewed using field data from customers worldwide. The median patient result for the complaint lot falls within +/-1sd of the established baseline, indicating the reagent lot was performing acceptably on market. A review of labeling was performed and found to sufficiently address the customer's issue. Based on our investigation, no systemic issue or deficiency was identified with the alinity I anti-hbs reagent, lot number 76183fz00.

Event description:
The customer observed falsely elevated alinity I anti-hbs result generated by the alinity I processing module for a 47-year-old female patient. The sample was repeated, and a lower result was obtained. The following data was provided: sid (B)(6). (B)(6) 2026 alinity I anti-hbs result = 595.44 miu/ml, repeat result = 0.59 miu/ml. Per the alinity I anti-hbs package insert, interpretation of results section, an anti-hbs concentration = 10 miu/ml is regarded as being protective against hepatitis b viral infection. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 07p89 that has a similar product distributed in the us, list number 07p88, anti-hbs, with PMA number p050051.